Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pump/gravity solution y injection site set leaked from a micro hole between the side port and the luer lock. This occurred during patient infusion of ivetoposide. The reporter stated that a few drops leaked onto the patient's arm but were wiped off with no harm. There was no patient injury or medical intervention associated with this event. No additional information is available.